Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. The patient presented to the emergency department with diarrhea, nausea, and vomiting. The suspected cause was bacterial infection and blood cultures came back positive for sepsis. Further investigation confirmed that the ICD had also developed vegetation. The patient was treated with oral antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.